Manufacturer narrative:
(B)(4). The following mdrs are being submitted for events which occurred at the same facility: 9610877-2018-00017, 9610877-2018-00018, 9610877-2018-00019, 9610877-2018-00020, 9610877-2018-00021. (Exemption number e2015036).

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating during the procedure the physician began having problems with insufflation and water was continuously spurting out of the air/water valve to the point of saturating the floor where the physician and nurse were standing. More importantly the result was a longer procedure time for the patient and additional medications were required to be administered as a result. No patient consequences as per the hospital. A site visit was conducted on (B)(6); during the site visit, it was observed that the reprocessing staff was brushing the a/w port were two o-rings are located to separate the air from the water (sterile) that is feeding the endoscope. Brushing the a/w port is not a step in the instructions for use therefore it is not required to brush the port. Brushing the a/w port with the cs-c9s brush could result in o-ring damage which will cause the device to malfunction. On (B)(6), an e-mail was sent to describe the situation to the customer; multiple site visits did take to replace the o-rings on the failed endoscope and customer was also send the endoscope in for repair which the o-ring was replaced. On (B)(6), a field service team went on site to replace the o-rings on all endoscopes to ensure that the site does have all endoscopes with new o-rings. The customer was advised to stop brushing the a/w port. The situation is still under monitoring/investigation. Pentax (B)(4) filed MDR (B)(4) with health (B)(4).